Event description:
Customer reported that the ventilator stopped cycling on a pt and started to alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The ventilator was taken to the bio-med dept.